Manufacturer narrative:
The positioner is provided non-sterile and is a class I instrument and therefore does not have a UDI. There was no malfunction reported for the device involved with the reported event. The device was not returned to the manufacturer for evaluation and the specific identification of the device was not available. As a result the device history record(s) were not able to be reviewed; therefore all non-conformances were reviewed to date of complaint receipt and no issues for the product were identified that would have caused or contributed to the event reported. The available information indicates the patient's 2nd metatarsal broke during an initial bunion procedure. Additional information indicates there may have possibly been a pre-existing stress fracture in the bone, which could not be confirmed through review of radiographic evidence as the results were inconclusive to a likely cause. Although a number of factors could have contributed to the breakage of the patient's 2nd metatarsal, the most likely cause cannot be determined. However, based on similar complaints it is possible the bone was subjected to excess bending stress as a result of overtightening the positioner and/or the patient's bone condition/quality. No failure has been alleged/found with any tmc device and all hardware currently remains implanted in the patient. The company will supplement the MDR as necessary and appropriate.

Event description:
During a bunion surgery, the patient's 2nd metatarsal broke. The case was successfully completed with no other patient outcomes.